Event description:
It has been reported to philips that the wired footswitch was not triggering x-rays when depressed. There was no reported patient or user harm. It is unknown if the device was in clinical use at the time of the reported issue. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was in clinical use at the time of the reported event and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not triggering x-rays when depressed. Upon functional testing, the fse determined that the footswitch needed to be depressed fully and seemed weak in response. The fse mentioned it as a possible user error and suggested a replacement of wired footswitch as a caution. The part analysis of defective wired footswitch was performed, and it determined cable defect and rubber stops in the bottom plate was damaged. To resolve the issue, the fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.